Manufacturer narrative:
Other, other text: h6. Evaluation codes: updated. Device evaluation: one device was received for evaluation. A visual inspection found the enclosure back and front were cracked, drain/quick connector was corroded, water tank was leaking, and the pcb was damaged. During the functional testing, it was confirmed that the device was leaking from the bottom where the enclosure was cracked near the drain/quick connector fitting and is also leaking from the water tank reservoir gasket. The cause of the issue is that the enclosure is cracked. No was action taken as the device has been deemed beyond economical repair and will be scrapped. Service history review identified there was no indication that the complaint was related to a service of the device within the review period. For all enquiries or follow-up questions related to the record, do not use regulatory.responses@smiths-medical.com located in sections g.1., please direct those to the following: regulatory.responses@icumed.com.

Manufacturer narrative:
Date of event: UDI section are unknown, no information has been provided to date. Investigation, including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported that the fluid warmer had a major leak in the casing. There has been no report of patient involvement or no observable clinical symptoms or a change in symptoms identified in the patient.